Manufacturer narrative:
The lot complaint history and DHR were not reviewed, as no lot information was available for this complaint. The sample was not received at the investigating site for this complaint report. Visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened. And the sample will be evaluated. The root cause of the customer's complaint could not be established, as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined, that no action will be taken at this time, as a sample was not returned. And no root cause could be established. Quality assurance has reviewed this complaint, and will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1,a.2, a.3 and d.4. Lot no. And patient detail has been received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported air substitution was not available with no air coming out during surgery. The product was replaced and the procedure was completed. Patient harm is unknown.